Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results (false positive) when using the bd max sars-cov-2 reagents (ref# 44500301) lot 0182253 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported a positive result n1 target and the sample obtained negative results with another testing method (cepheid). Customer provided one run from instrument ct1614 for investigation (run #230, lane a01). Manual pcr curve adjudication was conducted across this sample. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Fluorescence pattern shows anomaly with high initial fluorescence values. Such fluorescence anomaly at the beginning of the run often impacts background correction and other algorithm analyses which could influence final results. Bd was unable to identify the cause of this issue. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 lot 0182253. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h.10.

Event description:
It was reported while testing for sars-cov-2 a false positive results was obtained by the laboratory personnel. There was no report if any repeat testing was performed and which type of confirmatory method testing used. The result was not reported and there was no patient impact. Eua#: (B)(4).

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive results was obtained by the laboratory personnel. There was no report if any repeat testing was performed and which type of confirmatory method testing used. The result was not reported and there was no patient impact. Eua# (B)(4).